Event description:
Caller reported cgm error 42, which was addressed with a complete pump reset provided by cts. There was no adverse impact to the customer's blood glucose level after the incident. The customer successfully initiated their sensor session following the pump reset without encountering the error again.